Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch (lss) for out-of-range (oor) once several months ago, and again just recently. The boston scientific sales representative (sr) was questioning why they couldn't see the oor in the logbook. Boston scientific technical services (ts) was consulted and stated that the oor reading was averaged into the weekly averages. There were a wide range of measurements in the averages, some in the 770 ohms range, and some in the 300-400 ohms range. There was also noted to be noise in both unipolar and biploar configurations, which were able to be recreated with isometrics. Ts suggested all indications point to a lead issue. The patient has since moved out of state and hasn't been seen since. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.